Event description:
It was reported that the xience xpedition was inserted in the anatomy for use in the moderately tortuous and moderately calcified obtuse marginal coronary artery. The stent delivery system (sds) was removed from the anatomy after it failed to cross the lesion and the stent was found to have flared struts on the proximal end of the stent, which suggests difficulty removing the sds. Another xience xpedition was used to complete the procedure without further incident. There were no adverse patient effect and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent damage was confirmed. The reported failure to cross and difficult removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.